Manufacturer narrative:
Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Based on the limited information provided by the customer, the cause cannot be determined as no further information was given. The customer is choosing not to fix the issue through ge healthcare (gehc). Gehc was not provided with problem details, the root cause, or resolution of this issue.

Event description:
Reported via (B)(6) database: it was reported that the system had a solenoid valve broken. There was no injury reported.